Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer will continue to use the current pump for insulin therapy.